Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Additional reason for revision: noise, alval.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision, hip(s) to be revised: left, type of hip replacement product: asr xl, reason(s) for revision: pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint - asr revision, hip(s) to be revised: left. Type of hip replacement product: asr xl. Reason(s) for revision: pain. Update - added a stem, additional reason for revision, patient ID, taken from claimsuite dated 28th march 2013. Reason for revision: noise, alval. Update - updated hip side. Taken from claimsuite dated 18th september 2014. Right side.